Event description:
The complainant reported that a patient was implanted with an impella rp flex via right percutaneous internal jugular vein for mechanical circulatory support. Shortly after insertion and start of the impella rp flex, placement signal number's and flow number's became unreliable. After placing the swan, the automated impella controller number's did not correlate. It was suggested that they had a sensor drift/sensor failure. The pump was explanted and discarded. The patient's outcome at explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Placement signal issue: the cause of the placement signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details.